Event description:
Procedure: hysterectomy. According to the reporter: one side of the needle broke off. A small portion was retrieved and another piece was not. An x-ray was used to locate the needle portions. The operating room time was extended by more than 30 minutes. There was no tissue damage.

Manufacturer narrative:
(B)(4).